Event description:
It was reported that a lead safety switch (lss) occurred due to the right ventricular (rv) lead exhibiting high, out-of-range shock impedance of greater than 200 ohms. The device and leads remain in service. No adverse patient effects were reported.